Event description:
It was reported that during a pulmonary vein isolation procedure to treat an atrial fibrillation, a maestro 4000 controller was selected for use. When the intellanav mifi oi catheter was in the lumen of the left atrium, spontaneous ablation occurred. The episode lasted 10 seconds but was not accompanied by any adverse effects on the patient. During the incident, the medical staff was able to verify that there was no spontaneous pressing of the pedal and the generator buttons. The incident ended after the catheter and cable were disconnected. Then, after reconnecting the catheter and cable, the procedure was continued. The case did not repeat itself over time. The operation was successful without harm to the patient. The product is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.